Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) cursor flashes and doesn't respond to touch as expected. The cursor was stuck in one spot on screen and kept activating the wrong perfusion menu when the system was turned on. As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.